Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown cause. A new rv lead with a different model was placed. No adverse patient effects were reported.